Event description:
It was reported that the pt had experienced an overdose and was not very responsive. The pt was doing better at the time of the call and overdose procedures and emergency room were not required. A reservoir discrepancy was noted with the estimated reservoir volume at 7.8 ml while the actual reservoir volume was 1.5 ml. The symptoms did not occur until after the refill. The concentration and daily dose of baclofen being delivered via the pump were not reported.